Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. No unexpected blank display noted during testing. Device was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window and faded or stained serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose and also had blank display. The customer¿s blood glucose level was 432 mg/dl. The customer was treated with manual injection. The customer stated that the reservoir compartment or rings came off and it was crumbling and was unable to lock in place when inserted into pump. It was reported that the display was blank currently. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will be returned for analysis.